Manufacturer narrative:
The other adverse events issues questionnaire was submitted by quality with limited information. There are no potential causes of stroke as stroke has never been attributed to the device in previous complaint investigations. The stimulator is used to treat pain. The cause of the stroke is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient had a stroke. Multiple attempts were made to obtain additional information. However, the attempts were unsuccessful and no additional information was provided.

Event description:
The patient had a stroke. Multiple attempts were made to obtain additional information. However, the attempts were unsuccessful and no additional information was provided.

Manufacturer narrative:
The other adverse events issues questionnaire was submitted by quality with limited information. There are no potential causes of stroke as stroke has never been attributed to the device in previous complaint investigations. The stimulator is used to treat pain. The cause of the stroke is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.